Event description:
It was reported on 100 tubes of bd vacutainer® sst¿ ii advance plus blood collection tubes that gel was floating in the serum. Reported: in relation to the problem with the gel of the yellow tubes, after the supplier gave indications of the centrifuge programming, the respective changes were made as recommended by the manufacturer in all centrifuges of the centrifugation room, however we still have problems. What seems to me more serious is the presence of gel micelles floating in the serum, of different sizes, which implies a great risk of aspiration by the sample pipette, which causes a great risk of obtaining results that do not correspond. It is important to note that given some problems we had with the electrolyte module, and after the assistance of the technical service of the company to which the equipment belongs, it was indicated that there was gel inside the sample pipette.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for globules with the incident lot was observed. Evaluation/testing of the customer samples was conducted and globules was observed. Additionally, evaluation/testing of the retain samples was conducted and globules was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported on 100 tubes of bd vacutainer® sst¿ ii advance plus blood collection tubes that gel was floating in the serum. Reported: in relation to the problem with the gel of the yellow tubes, after the supplier gave indications of the centrifuge programming, the respective changes were made as recommended by the manufacturer in all centrifuges of the centrifugation room, however we still have problems. What seems to me more serious is the presence of gel micelles floating in the serum, of different sizes, which implies a great risk of aspiration by the sample pipette, which causes a great risk of obtaining results that do not correspond. It is important to note that given some problems we had with the electrolyte module, and after the assistance of the technical service of the company to which the equipment belongs, it was indicated that there was gel inside the sample pipette.